Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination of the barb revealed material damage on the shoulder of the luer barb. The damaged shoulder created a fluid path through the tubing and barb. When tested the oad spun as expected without any issues observed. At the conclusion of the device analysis, the reported event that fluid was flowing out of the saline tubing was confirmed. The root cause of the reported event is hypothesized to be damage that occurred as a result of an original equipment manufacturer issue. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Prior to priming the pluto peripheral orbital atherectomy device (oad) for a procedure, the saline line was leaking fluid at the y-adaptor connector. When the prime button on the pump was pressed the fluid was observed flowing out at the same spot. The procedure was completed with the same oad and tubing, and there were no patient complications.